Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician assistant reported that during implantation of intraocular lens (iol), when iol was placed inside the eye, noticed there was a small damage on the edge of the lens. Since the damage is not located in sight, the iol remain implanted. There was no patient harm. Suspicion was that there could be a burr on handpiece, possibly causing the damage.

Manufacturer narrative:
On initial MDR the h8 ¿initial use¿ was submitted in error, it should have been ¿reuse of reusable.'' A sample was not received at the manufacturing site for evaluation for the report of damage on the edge of the lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).